Manufacturer narrative:
(B)(4) follow up for device evaluation. One sample and one photo of a 10 ml luer lok syringe, part number 302995, lot 5352244, were received for evaluation. The sample was provided in an unsealed package with all required product information. Visual inspection identified multiple black spots on the syringe barrel, consistent with embedded foreign matter, which was also confirmed by the accompanying photo. This condition does not meet product specifications. The potential root cause of the foreign matter embedded defect is associated with the molding process. Furthermore, a device history record review was completed for provided lot number 5352244. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. On 2(B)(6) 2026, one bd 10 ml syringe luer-lok tip (ref 302995) contained black spots at the syringe tip. Lot 5352244 exp 2030-11-30 see attached picture. Not utilized on patient. Sample saved for return investigation.